Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The unit shows the batteries at 18 amp hours (ah) at float but were only measuring five and seven volts. New batteries were installed. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit failed to operate on battery. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The batteries were installed on (B)(6) 2013 and should have been changed before the end of january 2015. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries to be received in a severely depleted state, indicative of internal degradation. The batteries measured 4.6 volts direct current (vdc) and 0.3 vdc upon receipt (not typical). Conductance measurements were not available due to the low voltages.13.2 vdc is typical for a battery having a near full charge.11.4 vdc is typical for a completely discharged battery. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.